Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient¿s incision site was not healing well. The physician revised the pocket and the patient recovered without sequelae and is receiving effective pain relief.